Event description:
It was reported that the right ventricular (rv) leads triggered an alert for low impedance. The lead was also observed with high thresholds, high sensing integrity counter (sic), and noise oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.